Manufacturer narrative:
The following have been reported incorrectly or missing from manufacturer device report a3 gender corrected to not applicable due to it was documented there was no patient involvement. E4 should have been left blank. H6 additional code was added to investigation conclusions.

Event description:
The complainant reported that when opening a 14 fr oscor introducer set, droplets were noted in the packaging. A separate set was opened and utilized for the planned implant. There was no patient harm. Upon investigation conclusion, it was confirmed that droplets were found within the sealed packaging.

Manufacturer narrative:
The impella device was received for evaluation. The investigation into the reported ¿packaging issues¿ has been completed. The root cause of the packaging issue was fluid ingress. A risk assessment was performed, and no escalation is required at this time. Impella 5.5 & cp impella cp with smartassist system & impella 5.5 with smartassist for use during cardiogenic shock section: warnings & cautions: cautions ¿handle with care. The impella catheter can be damaged during removal from packaging, preparation, insertion, and removal. Do not bend, pull, or place excess pressure on the catheter or mechanical components at any time.¿